Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 08/11/2016, that on (B)(6) 2016, the receiver displayed a firmware error. There was no report of injury or medical intervention. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4) describe event or problem - additional, initial reporter - establishment name - additional, initial reporter - address line 1 - correction to remove (B)(6), health professional - correction, occupation - correction, correction/additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The unit would not power up and therefore data logs could not be retrieved. An internal inspection of the device was completed and showed moisture damage. The customer complaint could not be confirmed because it could not be determined if any error occurred on the date of event. The root cause could not be determined.